Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a drug infusion device. Logs indicate the drug being delivered was 10 mg/ml morphine at 0.48 mg/day. The reason for use was not reported. It was reported that the pump was removed on (B)(6) 2019 due to infection. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. The returned pump device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified foreign material in the pump. Analysis of the catheter found that the pin connector had a collet that was loose. If information is provided in the future, a supplemental report will be issued.